Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 7mm from the tip and is approximately 25mm long. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation in multiple spots in the patient's leg that were not calcified. The last target lesion was located in the non-tortuous and severely calcified distal superficial femoral artery. During the procedure, on the first inflation at 6 atmospheres for about 3 seconds, the balloon ruptured. The device was removed with no fragments left behind. The procedure was completed as is and a new device was not needed. There were no patient complications reported.